Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized twice for high blood glucose in the month august. Insulin pump was replaced for that reason. Customer was treated with manual injection. Customer alleged that the insulin pump was under delivering because the customer was told to contact healthcare professional for high blood glucose. Auto mode was not used at the time of the event. Insulin pump will not be returned for analysis.